Event description:
It was reported that the patient was unable to cycle their artificial urinary sphincter (aus) implant device due to the cuff tab possibly being detached. The patient was experiencing recurring incontinence. The physician removed and replaced the full device through replacement surgery and downsizing the cuff to a 4.0, and there were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for balloon is (b))(4). D10: concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient was unable to cycle their artificial urinary sphincter (aus) implant device due to the cuff tab possibly being detached. The patient was experiencing recurring incontinence. The physician removed and replaced the full device through replacement surgery and downsizing the cuff to a 4.0, and there were no further signs or symptoms reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Improperly sized cuff and incorrect tubing lengths are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu instructs to remove improperly sized cuff. Re size the urethra with the cuff sizer and implant the proper size, if the cuff is too tight or too loose. The dfu also states, cut the tubing length to fit the patients anatomy with clean, straight scissors, making sure the cut end is square. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent size related complications. The dfu provides the warning any mechanical malfunction that does not permit the transfer of fluid from the cuff to the balloon may result in outflow obstruction. Mechanical events should be evaluated carefully by the treating physician, and the patient should consider risks and benefits of treatment options, including removal or revision surgery and a surgery-related precaution unsuccessful outcomes have been reported due to improper surgical technique, such as anatomical misplacement of components, improper sizing and/or filling of components, as well as tubing kinks. Product wear, component disconnection, or other mechanical problems may lead to malfunctioning of the components and leakage of fluid. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review was confirmed that the events of urinary incontinence, mechanical issue, size incorrect for patient, cuff tab unbuckled were defined in the product risk documentation. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.